Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the issue was not resolved but no further actions will be taken.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2mm4a implanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that a couple months ago, the patient noticed their leg started feeling tingling/achey/pulsing. They also noticed that their toes would slowly curl. They were on program 4 at 0.7. They turned therapy off for a medical procedure last month (they thought it was an upper gi endoscopy). When they turned it back on a few hours later, they were shocked because they got a jolt down the leg and the toes curled. They felt increasing leg soreness. They let it go like this for a couple of weeks, but it prevented them from sleeping at night due to causing the pain, so they just turned off the therapy three weeks later and it had been off for 5-6 days. The caller also reported having covid and being unsure if that had any impact. They kept it off for a week until their call with patient services on (B)(6) 2023. Patient services helped caller connect to ins and change programs immediately so stimulation (stim) would go back down to 0.0. Patient services advised caller to change back to program 4 so they could increase from 0.0. Caller increased and then felt tingling in the foot and throbbing at 0.7. Patient services advised caller to decrease and caller was able to feel the stim at a comfortable level in the bike seat area when at 0.4. Patient will maintain stimulation level and will continue to track symptoms. Patient confirmed stimulation in bicycle seat area and comfortable. Caller also has a call into their healthcare provider (hcp). The issue was ongoing.